Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33bzs implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient re-reported information about uncomfortable stimulation and not helping their symptoms since implant of their newest device and a kink in the wire found by xray. The patient said they had previously called patient services with painful stimulation in their pelvic floor and changed their program. Now stimulation is comfortable, and it had improved their symptoms.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va33bzs); product type: 0200-lead; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, urge incontinence, and urinary retention. It was reported that they were having problems with urinary retention which is the reason they had the interstim therapy implanted. They were only peeing one drop for the last two days they have been up at 2:30 yesterday and the day before and are also having spasms. Patient reported they have an appointment with managing physician next week but requested assistance with changing the program before then. Reviewed how to change programs and patient was able to successfully change to a new program and increase amplitude to a comfortable level. Patient reported they had been having problems ever since getting this current implant and mentioned they had pain where the device was located and sometimes, they couldn't even get out of bed. The pain had somewhat eased off but it was still there. The patient also had x-rays taken which shows the wire was kinked and "they thought it would come out" but patient didn't not think it has. Patient was worried about having to have the device taken out an d they did not want to do that because this was the only thing that helped them use the bathroom. The patient was redirected to their healthcare provider to further address the issue.